Manufacturer narrative:
Correction made to d5: operator of device: other (previously submitted as patient/consumer). Additional information was added to d9, g2: report source, h3, h6, and h11. H11: the device was received for evaluation along with a video of the sample. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The video was reviewed and showed a fine white particulate matter in the shrouded connector. The reported condition was verified in the video analysis. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fibrous material was observed on the pipe assembly head of a homechoice automated pd set with 4-prong cassette. This occurred before use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement with this event. No additional information is available.